Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of the previous service record, (B)(4) 2010, shows the device passed all required tests and calibrations prior to its release from the tampa bay facility. No issue were identified that may have contributed to the difficulty of use error. The previous return of the device was not for any issue related to use error. The root cause for the reported issue was determined to be use error since the results were not expected by the user. The current labeling for the homechoice/homechoice pro apd systems patient at-home guide, document number (B)(4) ((B)(4), 2009 release) was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding the homechoice (hc) was displaying 65 cycles instead of 4, which occurred during fill. The caregiver stated she usually sets up the hc for the home patient (hp), but tonight the hp setup her own hc. The cg stated the hp was having problems setting up the hc and the cg did not know what buttons the hp pressed. The baxter technical service representative (tsr) had the programming reviewed and advised the cg to end the therapy and contact the peritoneal dialysis registered nurse (pd rn) for further instructions and review of the programming. Follow up with the nurse revealed that the caregiver called her immediately and the program change was due to user error. The nurse addressed the situation and changed the program to the prescribed settings. There was not medical intervention or patient injury associated with this report.